Manufacturer narrative:
The device was returned to olympus for inspection, and the reported malfunction was not confirmed. Based on the results of the investigation, and since the reported malfunction was not confirmed, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No new information provided by the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the gastrointestinal videoscope exhibited yellow green film discharge from biopsy channel. The issue occurred during the reprocessing. There were no reports of patient involvement.